Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-13999mf fastpass scorpion batch number: 14689470 was received for evaluation. Visual inspection noted no problems with the device. Functional testing was performed by inserting an ar-13995n scorpion needle batch number: 10652647 into the complaint device and loading a suture to pass through a suture practice pad. Functional testing revealed that the device functions as intended and the scorpion jaw was able to capture and pass the suture. No problem found. Refer to investigation photos.

Event description:
On 3/10/2024, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion top jaw would not capture the suture. Another scorpion was used to complete the case. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.